Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient reports they had gone to urgent care for an unrelated pain in their lower back and side and abdomen as well as blood in their urine. The patient reports upon having a urinalysis ran it was discovered the patient had dka. The patients reported blood glucose level was over 250 mg/dl. The patient was transferred to the hospital. One at the hospital the patient was diagnosed with dka, hyperglycemia and hemorrhagic cystitis. The patient was treated with 2 bags of intravenous fluids as well as insulin and glucose. The patient was prescribed keflex (500 mg) to be taken 4 times daily for 7 days. The patient was released from the hospital after a few hours.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided. "High blood glucose is a common symptom for people with diabetes (glucose monitoring data from people with diabetes indicate that on average, they can experience blood glucose levels above 250 mg/dl for 14-25% of the time[1][2][3]..), and it would be challenging to speculate on a cause for the complaints without receiving the devices back for an engineering investigation. [1] beck rw, bergenstal rm, cheng p, kollman c, carlson al, johnson ml, rodbard d. The relationships between time in range, hyperglycemia metrics, and hba1c. J diabetes sci technol 2019;13:614-626 [1] welsh jb, derdzinski m, parker as, puhr s, jimenez a, walker t. Real-time sharing and following of continuous glucose monitoring data in youth. Diabetes ther 2019;10:751-755 [1] puhr s, derdzinski m, welsh jb, parker as, walker t, price da. Real-world hypoglycemia avoidance with a continuous glucose monitoring system's predictive low glucose alert. Diabetes technol ther 2019;21:155-158"